Event description:
Allegedly the patient was revised due to the following mom complications: loosening of the hip implanted and cup (left).

Manufacturer narrative:
This is the same event as 3010536692-2014-01801.